Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted too high (2mm above the annulus) with resultant severe paravalvular leak (pvl). A snare was used to move the valve into the ascending aorta. A second valve was implanted successfully. No further adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. In this case, the pvl was most likely the result of the too high positioning of the valve during implant as it was reported that the valve was implanted too high, 2mm above the annulus. Per the corevalve instructions for use (IFU), the bioprosthesis should be placed so that the skirt is within the aortic annulus (approximately 4 mm to 6 mm below the annulus). Inaccurate delivery/positioning difficulty is often influenced by patient anatomy and user technique. The root cause for this report could not be established from the information available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.